Manufacturer narrative:
Block e1: initial reporter information: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during a stone retrieval procedure performed on (B)(6) 2024. During the procedure, the handle cannula broke after several times retrieving stone. They shook the basket to release the stone from the basket. Another device of a different model was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during a stone retrieval procedure performed on (B)(6) 2024. During the procedure, the handle cannula broke after several times retrieving stone. They shook the basket to release the stone from the basket. Another device of a different model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Initial reporter phone number: (B)(4). Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h11: the returned trapezoid rx was analyzed, and a visual analysis observed that the handle cannula was broken in half. Additionally, the side car rx was found pushed back 1mm and the tip of the coil from the working length was kinked. No other issues were noted. The reported event was confirmed. Based on all available information, it is possible that the repetitive technique used by the physician broke the cannula due to repetitive use and pressure applied from the handle. The tip of the working length was also found kinked. This was probably due to the shaking needed to get the stone out of the basket. The side car push back was most likely caused by the force applied to the handle when attempting to crush the stone. The force applied led to the retraction of the working length and pushing back the side car. Therefore, the most probable root cause is adverse event related to procedure.